Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine 6mm¿ insulin syringe 0, 3ml there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: had water inside.

Manufacturer narrative:
H6: investigation summary: no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2136577. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported while using bd ultra-fine 6mm¿ insulin syringe 0,3ml there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: had water inside.